Event description:
It was reported to boston scientific corp that a resolution clip device was used during a endoscopic ultrasound/electromagnetic radiation (eus/emr) procedure in the upper gi tract, performed on (B)(6) 2009. According to the complainant, during the procedure, the clip prematurely deployed in the sheath and would not open when pushed the clip out. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).